Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that patient had two bowel accidents the day prior to the report and was not sure if the device was working. It was noted that patient had access to a patient programmer (pp) but it was not powering on at the time of the report. Patient said they had changed batteries in the pp the last time they used it, further stating that they did not have a different set of batteries to put in the pp at the time of the report. The appropriate type of batteries were reviewed , and patient said they were using heavy duty batteries. It was recommended for patient to get new batteries and call back the following day. No further patient complications were reported/ anticipated as a result of this event.